Event description:
Consumer was massaging hip with the electric hand-held massager when they fell asleep. Four hrs later, consumer felt something hot and awoke to find the massager burned and melted to the blanket. No rx. Its hard plastic electrical casing was also melted to the electrical wires. Consumer unplugged the massager from the wall outlet. Consumer called and expained incident to MFR's rep who asked consumer to mail the massager back to MFR for inspection.